Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the failure of the power supply and igniter board were caused by long-term repeated use attributed to an aging deterioration.

Manufacturer narrative:
The returned device was evaluated. Inspection found faulty power unit and igniter board causing the spare lamp to power on intermittently. The xenon lamp was determined to be at zero hour. Minor dents and minor scratches were also noted on the unit. Based on evaluation findings, the reported issue was identified to be attributed to a faulty power unit and igniter board. The root cause of the faulty power unit and igniter board were due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device is going on from on to standby mode. The issue occurred during an unknown procedure. There was no patient harm or injury reported, no user injury reported due to the event.